Event description:
It was reported by the patient that following ankle surgery, the pain pump which had been placed stopped delivering medication. The pump was removed without incident and the patient continued taking the oral medication which had been prescribed at the time of discharge.

Manufacturer narrative:
The pump was discarded by the patient after removal.